Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is cazin. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that the gravity blood set, 1 spike, 1 ss y experienced defective/damaged tubing. The following information was provided by the initial reporter: hole in blood transfusion line. Blood leaking through hole, whilst priming the line. No ¿ sample was discarded due to heavy blood contamination. Please refer to attached photos x 2.

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation. However the customer did provide a photograph; analysis of the photograph indicates a leakage of blood from a hole or split in tubing of a 901-020e product. The root cause of the customer¿s experience could not be conclusively determined in this instance as the defective sample was not received for investigation. Without the sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1016128 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that the gravity blood set, 1 spike, 1 ss y experienced defective/damaged tubing. The following information was provided by the initial reporter: hole in blood transfusion line. Blood leaking through hole, whilst priming the line. No ¿ sample was discarded due to heavy blood contamination. Please refer to attached photos x 2.